Manufacturer narrative:
Complaint confirmed. The evaluation revealed metal scuffing on the ID of the outer tube and on the collar of the inner tube of the ar-8400obe, typically caused by excessive bending forces applied to the device during use. Rust and metal discoloration were observed on the inner tube of the device, additionally. This type of discoloration is typically observed when the end user does not have fluid or has low fluid flowing through the device during use.

Event description:
It was reported that during a rotator cuff repair as the surgeon was burring, metal shavings were flaking off of the ar-8400obe, oval burr 8 flute. The rep stated that there was not an arthrex rep present during the procedure, and it is unknown if the shavings were retrieved or big enough to be retrieved. The rep stated that the case was completed by using the same ar-8400obe.